Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for post-op screw disassembly. Medical records were not provided for review. Device evaluation: product was returned for evaluation. The screws are seen to have disassembled. Potential cause root cause was unable to be determined. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tulips of two pathfinder nxt screws detached from the shafts post-operatively and caused the patient pain. One screw was at left l5 and the other was at right s1. A revision was performed to remove the screws and replace them with alternative screws. It was reported that the patient's obesity may have contributed to the event. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00661.

Event description:
It was reported that the tulips of two pathfinder nxt screws detached from the shafts post-operatively and caused the patient pain. One screw was at left l5 and the other was at right s1. A revision was performed to remove the screws and replace them with alternative screws. It was reported that the patient's obesity may have contributed to the event. This is report two of two for this event.